Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water cylinder and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's report of angulation issues was confirmed. A root cause could not be identified, based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.